Event description:
(B)(4) I was diagnosed with fibromyalgia, lupus, itp, arthritis in my elbows, ect. I have excruciating cramps in my pelvis area, I have stabbing pains in my stomach, I have migraines, I have brain fog, I have missed a lot of work and am going to lose my job over having the surgery to remove the objects from my body that are causing all of my pain that makes me unable to perform my daily tasks.